Event description:
The pt's neurostimulator (ins) worked for one week, then "programmed". His right lead "failed". He experienced great pain and has "a foreign object in his body, my pain is worse instead of better". Additional information has been requested.

Manufacturer narrative:
(B)(4).